Event description:
Outbound; prefilled remodulin cassette #2 from (B)(6) 2021 shipment would not work on either pump after used for 26 hrs, due to no disposable alarms. Pump reservoir volume was 55.3 ml at time of alarm, could not resolve no disposable alarm with this cassette on both pumps, so had to use a new cassette. No further details provided.